Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test on the insulin pump, which recurred for several days. Customer stopped using the insulin pump and his blood glucose was 438 mg/dl at the time of this report. Troubleshooting was performed. No relevant damage or corrosion was noted. The customer again received a failed battery test alarm after he was advised to clean the battery cap contacts and insert a new battery. Customer was advised to revert to a back-up plan. Customer also stated he had gone to the doctor and his blood glucose was tested at 459 mg/dl earlier that day. Nothing further reported.